Event description:
Pt complained of pain following a rotator cuff repair and shoulder decompression. An x-ray was taken and it was discovered that the implant had come out of the joint. A second surgery was performed on 03/13/2003. At that time it was confirmed that the implant was out of the joint with the sutures still attached. The surgeon replaced the implant with another.